Event description:
The patient, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. It is unknown at this time if the hip product is actually the durom cup. The date of surgery is unknown and the status of whether or not a revision surgery has taken place, or is in discussion, is also unknown. It is unknown if the products will be returned to zimmer.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. Since there is not event reported for this case this suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, and amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).